Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. For first device report, refer to MDR# 2027111-2017-02048.

Event description:
Procedure performed: "the rotation knob on the voyant device became warm in the middle of the case. They stopped using it and replaced it. The jaws and the green handle were not warm, just the rotation device. The surgeon (dr.(B)(6)) was double gloved and could not tell that the device was warm until it was handed off to his scrub tech who noticed the warmth in the rotation knob. The warm knob did not cause any damage to the device. They discarded the device." Additional information was received via email from implementation specialist on 12-sep-2017 at 10:02 am: "in the event it can help our engineers diagnose the issue, dr. (B)(6) said eb010 made a "bubbling sound" before the warm rotation known was noticed, and the blade lever did not work properly when transecting tissue. The device key and cord are being returned intact for examination." Additional information was received via email from implementation specialist on 20-sep-2017 at 10:24 am: "the surgeon did not specify if there were issues with hemostasis when I spoke with him." Patient status: "the patient was completely fine and it did not affect the patient outcome."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.